Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would affect the needle mechanism. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses with multiple immediate bolus's being programmed indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint.

Event description:
It was reported that the pod's needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.